Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages occurring at time of procedure.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, a high capture threshold was noted on the right ventricular (rv) lead. The rv was explanted and replaced. The patient was stable.